Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .

Manufacturer narrative:
B.4 & g.4 (08/27/2020).

Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .there was no patient involvement confirmed by the customer.

Manufacturer narrative:
Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 01oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .